Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a unrelated procedure, the right atrial lead insulation anomaly was noted. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.